Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller alarmed for low flow and replace controller. The pt's family had difficulty exchanging the system controller resulting in the pt passing out for 15 minutes. The system controller was exchanged and the pt was admitted to the hospital and intubated. The pt was extubated the following day and remains stable.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.